Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an omega stent delivery system (sds). A visual examination identified solidified contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with stent impressions between the markerbands. There were numerous kinks throughout the hypotube of the device. Microscopic examination presented no damage or irregularities to the outer shaft of the device. The stent was not returned for product analysis. No damage or irregularities to the tip or balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. During advancement of a 2.75 x 12mm omega stent through the unknown introducer sheath, resistance was felt and the stent was removed and stent damage was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that stent damaged occurred. During advancement of a 2.75 x 12mm omega stent through the unknown introducer sheath, resistance was felt and the stent was removed and stent damage was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.